Event description:
The doctor was unable to advance the iab into the patient. (Multiple event to initial customer complaint number). The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complicaitons: unknown - reported 05/27/97.) (Pt's current status: unk - rpt'd 05/27/97.)